Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a drawer failure. A field service engineer reseated all rear drawer 5 connections, tested them and tightened all rear screws on all drawers. The issue was resolved. The system functioned as intended after the field service engineer troubleshooted the device. (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a drawer failure. The customer stated that the nurse encountered an issue while pulling out medications and was getting the medication from a different station and there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.